Manufacturer narrative:
The information provided by the reporter suggests the prodisc c device was removed due to pain and hypermobility caused by the patient's cobalt allergy. It is not known if the allergy was identified prior to implantation with the prodisc c device. The prodisc c us IFU indicates that patient allergies to implant materials including cobalt is contraindicated for prodisc c implantation. The patient under went removal and was converted to a fusion using an unknown device. There was no indication of complications during the revision procedure. DHR review could not be completed as there are no records of implantation for the patient initials provided. The exact date of implantation was unknown and not provided. Complaint history indicates this is the 1st confirmed implant allergy for a prodisc device. Complaint history indicates the rate of confirmed implant allergies leading to pain or revision is improbable. The risk assessment identified allergic response as a potential hazard with multiple risks. The device was successfully retrieved and shipped to exponent. The device is undergoing stage I analysis. If the analysis provides information that impacts the decisions or conclusions of this complaint, an addendum and follow up submission will be completed. The investigation determined this to be an adverse event related to a patient condition (allergy). The cause of the adverse event could not be determined. This submission is for 1 of 1 devices involved in this event.

Event description:
Patient was implanted with a prodisc c device approximately 2 years ago. The patient is now complaining of pain and showing hypermobility. The patient has a metal allergy to cobalt which is used to manufacture prodisc c endplates. The metal allergy and device are contributing to the patient's pain and hypermobility. The patient was diagnosed for prodisc c removal and conversion to fusion. Prodisc c removal was completed on (B)(6) 2021. The prodisc c was replaced with a fusion using an unknown device. There were no other comorbidities in addition to the cobalt allergy.